Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The rv (right ventricular) defibrillation coil was bent. The helix of the lead was extrinsically bent. The overlay tubing of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the high voltage connector on the attempted right ventricular (rv) lead was fractured. The lead was removed and replaced. The physician apparently damaged the lead during removal. No patient complications have been reported as a result of this event.